Event description:
A hospital in another country reported to our distributor that the heaterwire alarm of the mr850 humidifier sounded when an rt206 adult inspiratory heated breathing circuit ("the breathing circuit") was connected. The problem was resolved when the breathing circuit was replaced. The reported event occurred prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. Results: the electrical resistance of the heater wire in the inspiratory tube was found to be higher than the acceptable range. A lot check revealed no other complaints of this nature for this lot number. Conclusion: higher resistances in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. Improvements were made recently to crimping machines on the production line. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. This breathing circuit was manufactured following the date of improvements. The effectiveness of the corrective action implemented is currently being monitored to determine if further action is necessary. Our monitoring and trending of this type of event for heater wires in breathing circuits has a rate of occurrence worldwide of 0.0022% for the last year.